Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2017. Batch # p93d7j. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble the tip of the advancer was found broken. In addition, the tip of the advancer was not returned for analysis. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a procedure, the device did not trigger correctly. One handle blocked the other handle could not be closed. No harm to the patient.